Event description:
Reporter alleged obtaining the result of 6 mg/dl back to back within 10 minutes of a result of 388 mg/dl on the aviva system. Reporter indicated that he self-treated with his normal 30 units of nph insulin. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.